Manufacturer narrative:
The insulin pump was received with the following damage: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, cracked end cap, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump case was damaged. The end cap was open on the right side. The customer's blood glucose wasn't provided. The customer agreed to return the device for analysis.